Event description:
Related manufacturer reference number: 2017865-2022-41863. It was reported that the patient presented during a leadless pacemaker implant procedure. During procedure, it was noted that the tethers of the delivery catheter were misaligned. When the physician attempted to dock the device, it was noted that the leadless pacemaker did not dock and was separated prematurely from the delivery catheter. The reported delivery catheter was not used and the procedure was completed with the same leadless pacemaker and a new catheter on 27 sep 2022. There were no patient consequences.